Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a current patient regarding an unknown individual with an implantable neurostimulator (ins). The caller indicated that the person was getting their device removed because it caused them back pain. The caller did not have any further information regarding the event. No further complications were reported/are anticipated.